Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. The telemetry wand was repositioned but device data could not be read. Boston scientific technical services (ts) discussed this could be due to device battery life. It was noted that the patient was in atrial fibrillation (af) in the ambulance and that the electrocardiogram (EKG) did not indicate any pacer spikes on the right ventricular (rv) lead channel. It was mentioned that the patient had a syncopal episode but the timing was unclear. The caller was going to page the field representative. No additional adverse patient effects were reported. This device remains in service.